Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed in (B)(6) 2019 to treat functional mitral regurgitation (mr). One clip was implanted, reducing mr. On an unspecified date, echocardiogram revealed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 3-4. A second mitraclip procedure was performed, on (B)(6) 2020, two clips were implanted. Mr was reduced to 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record as well as similar incident query could not be performed due to unknown lot information. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the single leaflet device attachment/ (slda) could not be determined. The mr was an outcome of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.